Manufacturer narrative:
On 13-may-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient was to undergo an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. However, before the operation, the tip of the catheter was found damaged (cracked) when the package was just opened. There was no exposed wiring, lifted rings, or sharpened rings noted. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection revealed no damage or anomalies on the device. The tip was observed within specifications. A manufacturing record evaluation was performed for the finished device number lot 31478755l and no internal action related to the complaint was found during the review. The broken tip issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient was to undergo an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. However, before the operation, the tip of the catheter was found damaged (cracked) when the package was just opened. There was no exposed wiring, lifted rings, or sharpened rings noted. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).